Event description:
The pt was implanted with biventricular support. It was reported by the physician, that the pt was admitted to the hospital due to recurrent neurological events related to myocotic emboli from the left pvad. A decision was made by a team of physicians at the hospital, that replacing the left pvad with another device was necessary to resolve the neurological complications. Options were reviewed and it was concluded that the pt would have the left pvad exchanged for another lvad. The pump exchange was performed as a compassionate use.

Manufacturer narrative:
The pump exchange was performed as planned. The explanted pump was disposed of at the hospital during the exchange. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.